Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm tested the iabp with fiber optic simulator, trainer and balloon and was unable to reproduce the reported issue. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use in a patient the cs300 intra-aortic balloon pump (iabp) was not reading the fiber optic line. The iabp was swapped to continue therapy. There was no report of injury or harm to patient and no adverse event was reported.